Manufacturer narrative:
Initial.

Event description:
It was reported that the user ate without a meal announcement while using the ilet system and subsequently experienced hyperglycemia with a blood glucose of 450 mg/dl. The user administered a manual subcutaneous insulin injection and was advised that glucose could take 1¿2 hours to decrease. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no reported impact beyond the elevated glucose and self-treatment with insulin. Investigation included troubleshooting and education regarding missed meal announcements. Investigation of this case revealed use error related to a missed meal announcement, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user error associated with missed meal announcement leading to hyperglycemia.